Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pt visited the physician because of short breathing and tiredness. The pacemaker could not be interrogated and pacing failure was observed. It was known that the pt received external defibrillation shock. The device was re-interrogated in another center, which was successful; however, high lead impedance was observed in both channels. The device was forced to switch to standby mode, to try to reinitialize completely the device afterwards; but the procedure failed (lead impedance still above 3 kohm). The pacemaker was explanted and will be returned for analysis. Another device was implanted.